Event description:
When the device was retrieved for a deployment, the user is reporting there was a chirp and a solid red x and the fr2 was not able to be used. The patient outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
When the device was retrieved for a deployment, the user is reporting there was a chirp and a solid red x and the fr2 was not able to be used. The patient outcome is unknown.